Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received a low battery power alert. The customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was cleared when the cartridge was removed. There was no reported impact to the customer's blood glucose level.